Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6 (remove 3331 from type of investigation).

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit does not start the software and beeps. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d5. Event site postal code: (B)(6). A getinge field service engineer (fse) diagnosed on (B)(6) 2024 and a estimate is sent for its repair. The indicated material is replaced according to manufacturer's instructions. Fse replaced 2 li-ion battery pack, pcba executive processor, pcb solenoid control and pcba power management. The equipment is repaired and suitable for clinical use. The signing of this document implies the agreement of the works carried out and associated documents. The equipment is repaired and suitable for clinical use.